Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. After the transseptal puncture it was difficult to cross the faradrive steerable sheath clear. The physician used multiple dilators to upsize and feel confident to cross the septum. The puncture location was on the mid anterior. An nrg needle was used as the transseptal needle. Crossing was attempted 3-4 times with extra force required. In the physician's opinion, the difficult anatomy was attributed to a fibrotic septum. The procedure was completed successfully the faradrive steerable sheath clear. The product is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.